Event description:
It was reported that the ilet touchscreen became cracked after the patient fell while bicycling, with the device remaining powered and usable and data successfully synced prior to shutdown. Symptoms included no injury and no medical complaints. Outcomes included no need for medical intervention, no hospitalization, and continued use of cgm via dexcom g7. Investigation included collection of user report, confirmation of device operability, and coordination for device replacement and return. Investigation of this case revealed physical damage to the display consistent with external impact, with no functional alerts or alarms reported and no additional device components implicated. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental impact.

Manufacturer narrative:
Initial.